Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented with a ventricular tachycardia storm, it was noted that the therapies given by the device were unable to convert the rhythm. It was noted that the patient eventually had a return to sinus. No changes were made. An ablation was planned. The lead remains implanted. The patient will continue to be monitored.